Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was received with battery voltage at eri level. Visual inspection of the header did not find any anomaly related to the field concern. Visual screen was acceptable. Session record indicated that autocapture and rate responsive feature were both enabled and operated in high output mode at times. When automatic settings are programmed, such as autocapture, and rate responsive feature, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. Electrical and mechanical analysis performed indicated normal functionality. Longevity assessment was performed and the device exceeded the projected longevity, indicating normal battery depletion.

Event description:
It was reported that a patient presented with premature battery depletion noted on the patient's pacemaker, which was also expressed by the physician. The device was explanted and replaced on (B)(6) 2025. No adverse patient consequences were reported.